Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product was not returned for analysis. Results: no results available since no evaluation performed.

Manufacturer narrative:
The device was returned for evaluation on june 25, 2014. The device was evaluated on july 18, 2014. The product analysis indicates, ¿upon evaluation of the device, one of the four electrode wires was found poking through the cuff assembly. The wire was found bent (bulged out above blue band) which indicated customer manipulation / excessive handling / use of the device. The cuff was torn open to closely observe the wire lumen. It was found that the electrode wire had torn through the wire lumen and oriented upwards. No other damage was noticed on the working length of the tube or the electrodes. Based on previous investigations performed for this failure, if the tube is excessively bent/flexed, the wires can puncture through the lumen and likely poke through the cuff. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ¿during the surgery¿after removing the package, then doctor found the guide wires exposed. The product wasn¿t used in a patient, doctor replaced a new one to complete the surgery. There was no impact on the patient.¿